Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not analyze a heart rhythm when attempting use on a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device did not analyze a heart rhythm when attempting use on a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with the available patient information. Section a of this report has been updated accordingly. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Section g3 reportability awareness date of the supplemental medwatch report states: 1/27/2024

Event description:
The customer contacted stryker to report that their device did not analyze a heart rhythm when attempting use on a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. This issue is patient related; however, there was no adverse patient outcome reported.